Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the large hem-o-lok clip applier instrument were unable to close. The procedure was completed with a third-party instrument. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the large hem-o-lok clip applier instrument was inspected prior to use and was apparently fine. The incident with the instrument occurred prior to clip application while the instrument was in the patient. The surgeon was unable to close the jaws several times. Therefore, he could not clip the tissue. The issue was related to unsuccessful clip application (e.g. Incomplete closure of clip). The surgeon was using the purple hem-o-lok clips on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (13mm for large clip applier). The issue was resolved with a 3rd party instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a dislodged grip cable at the proximal end in the housing. The instrument grip cables appear loose at the distal wrist. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the dislodged cable. Moreover the grip clamping pulley screw was secured. The complaint was confirmed based on the failure analysis testing.